Manufacturer narrative:
A non-sterile prowler select plus 150/5cm ((B)(4)) was received coiled inside of a plastic bag it was inspected and the stent of the enterprise device ((B)(4)) was found deployed in the distal tip of prowler select plus the received micro catheter was inspected and it was found compressed at 1cm from the distal end. Part of the delivery wire of the enterprise device was found inside of the received micro-catheter. The introducer tube was not received for evaluation. The micro-catheter and the enterprise device stent were inspected under microscope; the micro catheter was found compressed while the enterprise device stent was found deployed without damage. The functional analysis could not be performed because the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10571455. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure reported by the customer that the device was impeded in micro catheter could not be evaluated because the stent was found deployed inside of the received micro-catheter. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported no corrective action will be taken at this time.

Manufacturer narrative:
(B)(6) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The device is expected for return but not yet returned. Additional information will be provided within 30 days. No conclusions are made at this time.

Event description:
The contact from the hospital reported that the enterprise 2 vrd (enc403000/ 10571455) got stuck in a prowler select plus microcatheter (606-s255x/ 17536300). The procedure was to recanalize the basilar artery (compaction 10mm). The patient¿s vessels were moderately tortuous and moderately calcified. A guidewire(chikai, asahi intecc), a guiding catheter (6f fubuki, asahi intecc), a micro catheter (headway, terumo(instead of psp)) and a y connector (goodtec) were also used for this procedure. The procedure intended to place the enterprise (complaint product1) from the left posterior cerebellar artery (pca) to the basilar artery. The pca was very downward, so the approach was difficult. The micro catheter approached the lesion with a straight tip, but as it got to the aneurysm, it could not approach the lesion appropriately. The catheter was removed from the patient¿s body and was reshaped. After that, the catheter could approach the aneurysm. The physician tried to insert the enterprise into the micro catheter but it got stuck at the tip of the catheter just anterior to deploying, and could not be placed in the lesion. Therefore the micro catheter was placed with another one (prowler select plus, 90-degree) and the enterprise was placed. The procedure was successfully completed without further issues. However, due to the event it was delayed for 30 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. The products will be returned for the investigation. No further information is available. The physician commented that the stuck condition might be caused by reshaping the micro catheter or a thrombus.